Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair within the PICC kit is inconclusive due to poor sample condition. One photo sample of a PICC kit was provided for evaluation. A close-up view of the wrapped, blue drape was shown. A hair is present on the blue drape. The tray is visible behind the drape and the kit components appear to be present within the tray. The product information was not provided and is not visible in the photo. The presence of the hair on the blue drape prior to kit opening could not be confirmed from the photo sample provided; therefore, the complaint remains inconclusive at this time. Additionally, a product and lot number were not provided and did not allow for a review of the manufacturing records. Based on the description of the reported event and photo provided, possible contributing factors included hair deposition prior to or after kit packaging. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a hair found within PICC packaging. Device was not used on a patient.